Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that when the inner package was opened, there was some liquid on the bottle, and the label was wet. This event caused the surgery to be delayed by two hours.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Validation plan wd012868, biologics crimp cap vial 5, 10, 20cc vials was executed to address this issue. The process for vial crimping was validated for use in production. Also, wd012642 aging study is in process to confirm the established shelf-life for the crimp top vial, rubber stopper, and crimp cap. This lot appears to have been manufactured with the previous screw top as a vial cap and prior to the changes to the new cap. The IFU clearly instructs the user that: "inspect devices prior to use for damage during shipment or storage or any out-of-box defects." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that when the inner package was opened, there was some liquid on the bottle, and the label was wet. This event caused the surgery to be delayed by two hours.